Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) experienced a fault code 36 during an interrogation at a routine follow-up. There was also an allegation that the ICD was unable to deliver therapy during a vt episode. It was noted that the patient spontaneously converted during this episode. Fault code 36 indicates a defibrillator output problem. The physician elected to replace the device. The transvenous defibrillation lead tested ok during the procedure and remains implanted.